Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received blank cell alarms on a cobas pro c 503 analytical unit and had discrepant results for an unspecified number of patient samples tested with multiple assays. Data was provided for approximately 481 test results. Of the provided data, an example of one patient sample was provided with discrepant results for alp2 alkaline phosphatase acc. To ifcc gen.2. No units of measure were provided. This sample initially resulted in an alp value of 164.0, which repeated as 76.5. The alp reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer decontaminated the analyzer. The cuvette levels were checked and were ok. The rinse station was checked and there was no black mark. A black mark was detected on the tubing of the vacuum vessel and was cleaned.